Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: your t:slim x2 pump and dexcom g5 mobile transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. Reportedly, the transmitter was connected to the dexcom receiver. Customer turned off the dexcom receiver and connection between the transmitter and pump regained.